Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified duo-vent solution set had a flow-related issue. The specific event was not further described; however, was related to either a no flow or backflow issue. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-04404. All information can be found under manufacturer report number 1416980-2025-04404. Should additional relevant information become available, a supplemental report will be submitted.